Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv50 ruptured during filling. The device was being filled with 5-fluorouracil when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.